Event description:
It was reported the patient had a fall several weeks ago and the patient's pain returned thereafter. CT scans revealed inferior and lateral lead migration. Consequently, the patient lost effective therapy on the left side. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete patient information. The patient's weight remains unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2022, where an additional lead was implanted. Therapy was restored post-op.